Manufacturer narrative:
The reported complaint was not confirmed. The evaluation revealed the appliers passed testing and the clips closed and intended, meeting the acceptance criteria. Teleflex medical will continue to monitor for this issue and will initiate a corrective action should an adverse trend occur.

Event description:
The facility alleges the applier not closing clips. It is unknown when this occurred or if there was any pt injury or medical intervention necessary. No additional info is available.